Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the alleged patient outcome. Should additional information be provided, a supplemental MDR will be submitted. Regarding infection, the warning section states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the sterilization records was performed and found that the lot was sterilized to specification with no anomalies noted. This file is associated with the 3dmax mesh implanted in 2015 another MDR was submitted associated to the 3dmax mesh implanted in 2009. In follow up with the contact it was stated that the initial reporter information on the maude event report was incorrect. This report for the corrected information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was alleged per maude event report (mw5071581): "the reporter stated that the first mesh failed and he had a recurrent hernia in the exact same place. The mesh was replaced and then he got an infection, still have swollen lymph nodes, chronic pain in groin since 2014. Impotent since surgery and problems with his digestive tract. He can only eat soft foods and when sitting for a long period of time he feels a sharp stretching pain in his pubic area. The ibuprofen gave him stomach ulcers and all of the stress with the mesh is making his mental health worse." The following was alleged during follow up with the contact: on (B)(6) 2009 the patient underwent the repair of a right sided inguinal hernia and was implanted with a bard 3dmax mesh. As alleged the patient developed a hernia recurrence and underwent a revision procedure on (B)(6) 2015. During this procedure it is reported that the 3dmax mesh that was initially place was removed and another 3dmax mesh was implanted to repair the recurrence. The contact alleges that the patient has experienced impotence since the 2009 implant. It is also alleged that the patient has swollen lymph nodes and chronic pain which started in 2014. As reported the patient has taken ibuprofen to treat the pain, which has caused stomach ulcers. Additionally, it is reported that following the 2015 implant the patient developed an infection.